Event description:
Prograsp didn't open or articulate as they should. Replaced times 2, and the third prograsp worked properly. There was no harm to the patient.harmonic handpiece wouldn't screw into instrument. There was no harm to the patient. A second one was given to the tech and used. First not charged to patient and saved for the rep to investigate the problem.